Event description:
N/a.

Manufacturer narrative:
Updated fields - (site country), (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed that the hinges were bent. The fse resolved the issue by replacing the both hinges (0105-00-0138-02) (0105-00-0138-01) and covers (0380-00-0561) (0380-00-0561). The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) screen hinges were breaking and the top display would not close properly. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.